Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). The device was returned fully deployed, missing the plunger/needles assembly, anterior cuff and link. The scope of this investigation was limited. The suture was fully free of the device with the posterior needle tip attached and engaged with the posterior cuff. There was no detected suture damage and the preformed knot had been unraveled. The link was not attached to the posterior cuff. Inspection of the device handle found no detected handle, guide or foot damage. A proxy plunger was inserted into the device to check for the proper needle trajectory. The attempt was successful with both needles entering their respective foot pocket. The detected link detachment from the posterior cuff would result in a failure to retrieve the suture during the plunger retraction as reported and appear as a cuff miss. A link-to-cuff detachment suggested that there was resistance encountered while retracting the needle plunger; however, no observations were noted that could contribute to the link pull from the posterior cuff. Based on the investigation findings, the reported needle to cuff miss could not be confirmed and a cause for the link to posterior cuff detachment could not be determined. No manufacturing or quality issues were detected that would have contributed to the reported cuff miss. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a common femoral artery after a diagnostic procedure. Reportedly, the plunger was retracted, however the suture was not present. Manual compression was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.